Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed multiple occlusion alarms. No discrepancies related to the complaint were found during visual inspection. During functional testing, the customer complaint could not be reproduced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Event description:
It was reported that the pump was occluding during infusion despite no occlusion. Customer was changed another pump to resolve problem. There was no patient harm or adverse event reported.